Event description:
It was reported that: calcium was noted on ultrasound while getting access. Physician stuck twice to avoid calcium. There were no issues advancing the 14fr edwards esheath. Post tavr procedure, 14fr edwards e sheath was removed and physician used manta to close the femoral access site. Manta was deployed per the IFU. Post manta deployment, slight ooze from the site was present. Angio was taken and extravasation was present along with occlusion distal to the manta radiopaque lock. Manual pressure was applied. Physician went up and over with a 6x45 sheath and crossed the access site and occlusion with wire. 7x4 balloon was inflated at the extravasation site. Hematoma formed. Manual pressure was applied again. Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 6.5mm with moderate to heavy calcification and no reported tortuosity. Measured depth for the manta was 8+1cm. Patient was sent to surgery for cutdown to remove plaque and repair the vessel. Patient's blood pressure prior to leaving cath lab for surgery was 140/80. The last act was 307. Patient remained stable.

Manufacturer narrative:
(B)(4). Correction to section d.4: UDI was updated from (B)(4) to (B)(4) to include the full UDI. Additional information: no return product evaluation could be completed as the device was not returned for investigation. Angio photos were obtained by vsi/teleflex indicating a mid-femoral head positioned access. Moderate calcifications present throughout vessel. Occlusion with extravasation occurring proximal to the access site. Narrowing of the vessel present, inferior to the access site. The device lot history record review for lot number 73m2300145 manta 18f indicated no reworks, or other issues related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. During a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 6.5mm with moderate to heavy calcification and no reported tortuosity. Measured depth for the manta was 8+1cm. Patient was sent to surgery for cutdown to remove plaque and repair the vessel. Patient's blood pressure prior to leaving cath lab for surgery was 140/80. The last act was 307. Patient remained stable. Heparin was administered, and the 18f manta device was deployed to the measured depth for closure. During the deployment, the physician experienced mild resistance while attempting to advance the device into the manta sheath; possibly due to the patient's difficult anatomy; although the device was able to advance past the sheath. Following deployment, oozing was present at the access. There are many potential causes for post-procedure tract oozing. Slight post-recovery bleeding may occur due to collagen requiring time to clot to create a seal. A post-deployment angio indicated extravasation with an occlusion distal to the manta device. Manual pressure was applied, and contralateral balloon inflations were deployed. A hematoma formed, manual pressure was re-applied, and the patient was transferred back to the or for surgical intervention. Hematomas are a common acceptable surgical complication and does not indicate failure of the device. During the cut-down, the manta device was explanted, plaque was removed, and the vessel repaired. Patient outcome post-procedure was stable. The root cause of the occlusion requiring surgical intervention is likely contributed to user error due to poor patient selection. The device was not returned, there is believed to be no device failure. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that: calcium was noted on ultrasound while getting access. Physician stuck twice to avoid calcium. There were no issues advancing the 14fr edwards esheath. Post tavr procedure, 14fr edwards e sheath was removed and physician used manta to close the femoral access site. Manta was deployed per the IFU. Post manta deployment, slight ooze from the site was present. Angio was taken and extravasation was present along with occlusion distal to the manta radiopaque lock. Manual pressure was applied. Physician went up and over with a 6x45 sheath and crossed the access site and occlusion with wire. 7x4 balloon was inflated at the extravasation site. Hematoma formed. Manual pressure was applied again. Additional information: during a tavr procedure, micro puncture and ultrasound were utilized to gain central access in the right common femoral artery. Vessel size was 6.5mm with moderate to heavy calcification and no reported tortuosity. Measured depth for the manta was 8+1cm. Patient was sent to surgery for cutdown to remove plaque and repair the vessel. Patient's blood pressure prior to leaving cath lab for surgery was 140/80. The last act was 307. Patient remained stable.

Manufacturer narrative:
Qn# (B)(4).